Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2014 with the following findings: there was no data available in the pump black box due to continued patient use. The available black box range showed only one power event which was associated with a battery change. The pump battery compartment was observed to be cracked but no moisture was observed in the battery compartment; the battery cap was able to secure to the pump and the pump powered to the "verify" screen. The battery cap was observed to have a stripped coin slot which made the cap difficult to remove from the pump. The pump was exercised for 24 hours without power loss duplicated. The battery cap was tested and the contacts were confirmed to be within specifications. The pump was opened and no evidence of moisture or other damage was found. Unrelated to the complaint, the display screen was found to be faded and discolored. Also unrelated, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter indicated that the pump may have been losing power as the pump was randomly coming up to the verify screen. The reporter stated that there was no known power to the pump or cap but the battery cap was never replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.